Manufacturer narrative:
Additional information was added to: b4, d2, d4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Patient reports that the outer cap for her last shipment of pen needles does not seem to grip the needle well enough to remove it from the pen device, and she needs to use tweezers to remove the needle. She has not had any issues before, and it seems to be affecting every pen from her last shipment. Lot number: 3234713. Pen needle 31g 8 mm 5/16" shrt.